Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('mild perforation of essure into right tube/parametrium, normal endometrial cavity without evidence of retained essure coils') in an adult female patient who had essure inserted. The patient's concurrent conditions included pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: there were three trailing coils on the right side and 0 e trailing coli on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: occluded fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('mild perforation of essure into right tube/parametrium, normal endometrial cavity without evidence of retained essure coils') in an adult female patient who had essure inserted for female sterilization. The patient's concurrent conditions included pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: there were three trailing coils on the right side and 0 e trailing coli on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: occluded fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. On 3-mar-2020: pif received : reporter's information and product indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.